Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator delivered anti-tachycardia pacing and shocks for a ventricular tachycardia (vt). The therapy was exhausted. The patient had to be externally defibrillated to end the vt. Also the respiratory rate trend (rrt) feature signal was observed at the right atrial channel. The impedance was observed to be within the expected measurements. The device was not over-sensing the observed noise. Reprogramming options were discussed with the caller and the caller was going to discuss the options with the medical doctor. According to the sales representative, the rrt signal normalized shortly after when the patient was checked again in the hospital. The device remains in service. No additional adverse patient effects were reported.